Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No suture or ts remain on the insertion needle or were returned. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Per the device IFU under warnings ¿the fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.

Event description:
It wa reported that the second anchor did not deploy. It remains stuck into the shaft. It was necessary to remove everything and cut the implant. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.